Event description:
Patient was on niv-st after airborn started showing low o2, patient ended up decompensating severly. Director wants to know if the vent was the cause or what is wrong. Bipap 80% at 100% setting patient expired: (B)(6) 2021, 1-1:30pm

Event description:
Patient was on niv-st after airborn started showing low o2, patient ended up decomprensating severly. Director wants to know if the vent was the cause or what is wrong. Bipap 80% at 100% setting patient expired (B)(6) 2021 1-1:30pm.